Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot#: 0jpeg07a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model number was not provided.

Event description:
The customer from (B)(6) reported that he performed a blood glucose test and obtained a reading of 29 mg/dl at 6:37 p.m. With the contour next link 2.4 meter. He performed repeat testing and obtained readings of 69 mg/dl at 6:44 p.m., 200 mg/dl at 6:51 p.m., and 106 mg/dl and 426 mg/dl at 6:52 p.m. The customer was feeling unwell and dizzy, so his wife helped him by giving him dextrose, orange juice and honey. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.